Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a lead revision (please see MFR. Report#: 1627487-2019-00736 and 1627487-2019-00737) on (B)(6) 2019, the physician removed two leads and implanted two new leads. Upon attempting to insert one of the leads into port #3, it was observed the lead would only go ¾ of the way into the port. The physician then attempted to insert a port plug into port #3 with the same result. To address the issue, the physician decided to cut ¼ section from a port plug and inserted it into port #3, tightened the set screw successfully, and then applied dermabond glue at the port plug opening. The newly implanted leads were successfully inserted into ports #1 and #2, and all impedances were unremarkable.